Event description:
The customer reported that the ventilator expiratory pressure transducer is stuck at 4095, low peep and occlusion and high peak alarm. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician evaluated the transducer communication alarm pcba and found a defective transducer. The technician verified the reported issue of transducer calibration issues which caused extended high peak and circuit occlusion. Issue was isolated to the expiratory pressure transducer. Following the completion of FDA audit on oc 31st 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.